Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 205 mg/dl at the time of the incident. The customer stated that the battery cap had a broken piece. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.